Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's daughter regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient's daughter called and conferenced on patient as patient wanted to connect and try a different program. With instruction, the patient connected to the implant and switched to the next program however at first they said they felt a dull ache in their lower abdomen however later said they felt stimulation by their right hip where patient has another metal implant. They said they had the hip procedure 10 years ago. Patient decided to switch to next program and set to 1.0. The patient was to monitor and track symptoms for at least 4-7 days. Patient then mentioned that they had been struggling with bladder infections and utis and just took first dose of antibiotic which is supposed to last seven days. Agent explained it was unknown whether the patient will experience improvement while they had an active uti.